Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through the history log. Eval found 1 of 6 motor mount screws to be severed, which likely contributed to the reported symptom. The motor mount screws were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported that there was no pt injury.